Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined to have been caused by a faulty main board. No abnormality was found in appearance of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, the liquid-crystal display (lcd) on the high flow insufflation unit disappeared during use, and a beeping alarm occurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s fina investigation and information provided by the reporter (refer to b3 and b5). The review of the device history record did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the failure to be a faulty main board. The investigation did not determine the cause of the board failure. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The equipment was inspected before use. The failure occurred during an unknown therapeutic surgical procedure. The procedure was completed with another company's pneumoperitoneum device. It is unknown if there was a delay in the procedure. There was no health damage to the patient as a result of this event.